Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, mega 50cc balloon catheter was defective and blood-filled. No patient harm was reported.